Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual examination of the returned product observed the device was received with a stopcock attached. The unit components were examined for any damage or defect with no visual issues were noted. The device was prepped with water and inflated using the returned stopcock. The gauge needle reached 20atms and suddenly the device deflated to 0atms; however, pressure was maintained within the device. The gauge needle could not be inflated to 26atms. The device was dismantled for inspection and no visual issues were noted. Additional functional testing could not be performed due to the gauge issue. The manufacturing batch record review could not be completed as the batch number was unknown. The most probable root cause is handling damage as it is probable that a shock to the gauge while handling the device caused damage to the internal mechanism. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, the inflation device did not maintain pressure. The target lesion was located in the circumflex (cx) artery. An unknown balloon catheter was advanced to the lesion. The advantage 26 inflation device was connected to the balloon. The balloon was inflated twice to 13atms and each time the pressure suddenly decreased to zero, with the balloon adequately deflating. The physician suspected that contrast in the device may have been causing the issue, therefore they cleaned the advantage 26. The third inflation attempt was successful, followed by an unknown number of inflations to complete the procedure. There were no patient complications reported and the patient's status is fine. However, device analysis revealed the gauge was reading inaccurately.